Event description:
It was reported to boston scientific corp that a resolution clip device was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the clip would not open. The case was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unk. (B)(4) (failure to open). The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).